Manufacturer narrative:
Retainer ring is black. On (B)(6) 2021 the customer reported a crack on the battery compartment and pump errors 130, 43, and 53. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the corner of the belt clip rail, missing serial number label. The device passed displacement, rewind, prime and seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected pump errors 130 or 43 or 53, insulin flow block, no delivery, occlusion alarms or prime and rewind anomalies were noted during testing. Thus software was utilized and uploaded trace and history files properly. The adapt tool confirms that the following pump errors occurred around the event date: pump error 130--10+ errors on (B)(6) 2021; pump error 43--10+ errors on (B)(6) 2021; pump error 53 (filenumber = 188, linenumber = 1375) occurred on (B)(6) 2021 @ 10:24, (filenumber = 2005, linenumber = 5632) occurred on (B)(6) 2021 @ 12:00 and 12:02. The case was cut open. After visual inspection, there is corrosion in around the following: battery compartment, battery board; electrical board 1--da2, r90, q1; electrical board 2--j1, lcd flex cable terminal; motor flex cable terminal. The motor was tested outside of the device and it passed. In summary, the customer¿s report of a crack on the battery compartment and pump errors 130, 43, and 53 all were confirmed. The pump errors 130 and 43 are due to the moisture damage on electrical board 1 and the pump error 53 is due to a software error.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had received multiple insulin pump error alarms and insulin pump battery compartment had expose to moisture and the battery compartment had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.